Event description:
Affiliate reports that a codman hakim programmable valve in-line with siphonguard device was implanted into a pt. Surgeon attempted to do a third ventricularostomy. Pt had slit ventricles, therefore, they were not able to do so. The surgeon removed existing competitor valve (strata valve medtronic) for required the maximum pressure setting of which theirs only goes to 180 and hakim goes to 200mg. The valve was programmed to 200 mg and implanted into the pt. The pt required another surgery to remove the vp shunt. The nurse indicated that the dr had said the valve had a split in it like it had exploded. She also said that they had tied off the catheter to try and increase the size of the pt's ventricles some time before. The pt has had further surgery to remodel the cranium and parietal decompression.

Manufacturer narrative:
It has been confirmed that the device is not available for evaluation. Without the device, codman is unable to conduct a proper investigation. A serial number has been provided; therefore, a review of the device history records was performed. The review of the records confirmed that the valve conformed to the specifications when it was released to stock in february 2005. Based on the information provided, no further action is required. Trends will be monitored for this and or similar complaints. At the present time, this complaint is considered to be closed.